Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the patient thought the ins they had implanted on (B)(6) 2012 was explanted and the ins pocket revised because their body rejected it. No device allegation was reported. No further complications were reported or anticipated.